Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic segmentectomy, on the lung tissue, the stapler was able to fire, there was poor staple formation, the staple line was incomplete distally. A new device was used to complete the case. There was no patient injury.